Event description:
It was reported that a patient underwent a myomectomy procedure on (B)(6) 2021 and barbed suture was used. During the procedure, the needle came off the suture as the surgeon was approximating the endometrium. Another like device was used to complete the procedure. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformance were identified. Additional information was requested, and the following was obtained: event date: (B)(6) 2021. I do not have a photo of the needle. Needle was not performing how the surgeon expected /needed. Needle did not break. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name -irgacare, active ingredient(s)- triclosan, dosage form - suture/solid/parenteral, strength - = 2360 g /m.